Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 11/1/2023 . Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was received in a specimen cup. It was cleaned, and visual inspection reveal that the lens was received cut in three pieces. No further evaluation was performed. No issues that could cause or contribute to the complaint event were observed. Conclusion: the complaint issue "plunger rod issue" and "lens damaged" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis simplicity tecnis eyhance intraocular lens (iol) of 18.5 diopter (dib00 sn: (B)(6) plunger was stiff and would not advance and the lens was stuck during handling. Another lens of same model and diopter (dib00 sn: (B)(6) was attempted to use. The plunger was very stiff, tried to advance and the lens was cracked. It was stated that both iols were attempted to be implanted on the same patient and the third lens given worked fine. Additional information received stated that there was no patient contact with dib00 (sn: (B)(6), problem was not related to use error. Physician stated that it was the stiffness of the plunger. With regard to dib00 sn: (B)(6), lens was fully inserted. The injector was noted to be stiff and the lens had a crack in the center of the optic after being placed into the eye. Decision was to explant the lens. Problem was not related to use error. Physician stated that it was the stiffness of the plunger. The lens was removed and the procedure was completed successfully using third backup lens of same model and diopter in the patients right eye. There was no patient injury and no medical/ surgical intervention was required. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.